Event description:
It was reported "during puncture discovers that the guidewire is bent. The kit was immediately replaced with a new one and the puncture was successful. After careful observation, it was found that there was a crease inside the balloon causing the guidewire to bend". Additional information states that a second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current codnition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab catheter damaged is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during puncture discovers that the guidewire is bent. The kit was immediately replaced with a new one and the puncture was successful. After careful observation, it was found that there was a crease inside the balloon causing the guidewire to bend". Additional information states that a second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current codnition is reported as "fine".